Manufacturer narrative:
The record associated with this report has been confirmed as a duplicate -- this report is no longer considered reportable to the FDA. The device associated with the operating record is not PMA approved so there is no additional mrn to report.

Event description:
The record associated with this report has been confirmed as a duplicate -- this report is no longer considered reportable to the FDA.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The status of the device is unknown.